Event description:
Pt's partner says veletri pump cadd solis is beeping. Serial number (B)(6) is not working as intended, it keeps beeping with a message stating occlusion. Pt has tried troubleshooting with no improvement. Pt is now using backup pump and that is working fine. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No adverse event or interruption in therapy reported with product issue. No additional information is available at this time. " did the reported product fault occur while in use with the patient? No; " did the product issue cause or contribute to patient or clinical injury? No, " if yes, was any medical intervention provided? N/a;" is the actual device available for investigation? Yes, upon patient return; " did we replace device? Yes"; did the patient have a backup device they were able to switch to? Yes; "if yes, was the patient able to successfully continue their infusion? Yes; "is the infusion life-sustaining? Yes; "what is the outcome of the event? Ongoing.